Event description:
On december 28, 2009, a doctor reported that restorations placed with maxcem elite - clear cement had come off.

Manufacturer narrative:
The doctor's office reported that crowns that had been placed with maxcem elite - clear had come off. The lot number was unknown, and the product was not returned to the manufacturer, therefore an evaluation could not be conducted.